Event description:
It was reported that the patient received shocks for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr) that was detected as ventricular tachycardia (vt)/ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.